Manufacturer narrative:
H6: investigation summary three photos were received by our quality team for evaluation. From the photos, the plunger is observed to be separated from the stopper and there is short molding at the plunger head. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no samples were received, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd eclipse¿ needle experienced stopper separation from plunger. The following information was provided by the initial reporter: material no: 305787 batch no: 9234610. Black rubber piece separated from plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced stopper separation from plunger. The following information was provided by the initial reporter: material no: 305787, batch no: 9234610. Black rubber piece separated from plunger.